Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. If the specimen is drawn with a syringe, it is important not to over fill the bd vacutainer® citrate tube. Allow the tube to draw the blood from the syringe using a bd vacutainer® blood transfer device if available. Do not force blood into tube. Do not fill tubes from other tubes or combine two partially filled citrate tubes. Please note that the fill line present for the tnt product is a minimum fill line. There are no maximum fill lines present on the tnt tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that overfill occurred after use with bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "we have had some instances where the citrate from one particular lot no were instantly overfilled causing extra workload for the lab. Could you please check if other places where they have this lot no had the same issues. I have asked staff to withdraw the tubes from the clinics for the time being until it¿s sorted. 10 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred after use with bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "we have had some instances where the citrate from one particular lot no were instantly overfilled causing extra workload for the lab. Could you please check if other places where they have this lot no had the same issues. I have asked staff to withdraw the tubes from the clinics for the time being until it¿s sorted. 10 occurrences were reported.